Manufacturer narrative:
A boston scientific patient services representative informed the patient that device evaluation would need to be performed in order to determine the cause of her episode and if the device caused or contributed to it. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated she felt light headed and passed out. The patient contacted her physician who informed her that her heart may have stopped and she should have her device evaluated. No additional adverse patient effects were reported.